Event description:
The reporter stated that the surgeon was inserting a toric single piece silicone lens model aa4203tl and noticed a tear in the lens. The lens was removed without enlarging the incision and another lens was inserted. No patient injury.